Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported malfunction, "pump 1 air alarm"; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with pump air alarm was confirmed during product evaluation. The root cause of the reported problem was determined to be damaged air sensor assembly. The device has not been previously sent into service for the reported condition of "false air in line alarm."